Event description:
Medtronic received information via literature regarding risk factors, incidence, and outcomes of patients with versus without patient-prosthesis mismatch (ppm) after a transcatheter aortic valve (tav) implant. All data were collected from a meta-analysis review from inception to 2021. The study population included 22 articles that involved 115,442 patients (predominantly male, age not provided). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, implants took place with first and current generations of balloon expanded and self-expanded tavs including medtronic corevalve, evolutr, evolutpro and evolutpro+. Unique device identifier numbers were not provided. Among all patients, adverse events included: 30 day outcomes of patient-prosthesis mismatch (ppm), stroke, and bleeding. No treatment was reported for any of the 30 day outcomes. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects were reported.

Manufacturer narrative:
Citation: lim, o. Et al. Meta-analysis comparing risk factors, incidence, and outcomes of patients with versus without prosthesis patient mismatch following transcatheter aortic valve implantation. American journal of cardiology. 2022. 170:91-99. Doi: doi.org/10.1016/j.amjcard.2022.01.023. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolutr, evolutpro and evolutpro+ (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Conclusion: as multiple manufacturers were noted in the literature, a direct correlation between the adverse events and a medtronic product could not be made. A device history record review could not be completed as no serial numbers were reported. Stroke is a known potential adverse effect per the device instructions for use (IFU), with a variety of factors that can influence its onset. Vascular complications, such as bleeding, are also a known potential adverse effect per device IFU. They can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. Proper sizing of the device is the responsibility of the physician. Per the device instructions for use (IFU), the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Unfortunately, with the limited information made available from this literature article, without angios or cines for review on these events, and without returned valves for evaluation, conclusive root causes cannot be determined for this event. However, there was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.